Manufacturer narrative:
The device was serviced on-site by a field service technician as part of preventive maintenance. Visual inspection, review of the alarm logs and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified during sample evaluation and review of the alarm log. The cause of the condition was determined to be damaged tube misloading sensors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.